Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the device history records (DHR) for lot# 13vm528516 and confirmed that the established manufacturing and inspection processes were followed with no discrepancies found. Retained samples for lot# 13vm528516 were also reviewed, examined and confirmed that the samples met the product quality specifications. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Reporter stated "water cannot be pumped in for irrigation via the port." The product was not used. No further information was provided.